Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by a manual correction injection. Additionally, it was reported that the pump delivered less insulin than requested for a bolus. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.